Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 492 mg/dl at the time of the event caused by bent cannula and patient got treated with intravenous (IV) fluids and insulin. The duration of hospitalization was less than 24 hours. Patient has experienced the symptoms of sick/unwell, headache, altered vision, extremity pain/cramps/thirst, and nausea. Patient was also found positive for high ketones level. Ketones level were more than 2. No further information available.